Event description:
An ophthalmologist reported that the infusion cannula was not secure and was easily separated from the secured port during surgery. There was no pt harm reported.

Manufacturer narrative:
A sample is not expected. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).